Event description:
It was reported that the insulin gauge was inaccurate. Customer reported filling cartridge with fiasp insulin. Tandem technical support informed customer fiasp is off-label per the user guide. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.